Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the device stopped during a procedure. The device was restarted and the procedure was completed. There was no patient impact. A system message code was found in the event log multiple times however, the date of the event and the date of the event codes found in the log are unknown. Additional information received indicated that the nurse mentioned an unspecified issue with a handpiece. Additional information has been requested.